Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were in the doctor's office getting ready to have an MRI and they could not turn off their neurostimulator. They are getting the message device not responding. The patient confirmed they were using the correct therapy app and the bluetooth light on the communicator was on. The patient retried and continued to encounter device not responding. The agent reviewed possible emi interference as the patient was at the doctor's office and suggested the patient move to a different environment. The patient moved to the hallway but this did not resolve the issue. The agent reviewed how to reposition the communicator and suggested the patient bend forward at the waist to access the ins more easily and try again. The patient was able to successfully connect and activate MRI mode. The troubleshooting steps that were taken on the call resolved the issue.